Event description:
Baxter received an incident notification from bfarm stating that yellowfin leg holder crashed down with the patient's leg during a gynecological operation and fell off the standard rail. There was no patient/user injury, no harm or significant impact to the surgical procedure reported.

Manufacturer narrative:
E1: initial reporter address - (B)(6). The lithotomy positioner stirrup is used in placing the patient in the lithotomy position in preparation for a procedure. The device's velcro strap, which secures the patient's foot and leg, is secured to the boot using a staple and adhesive. IFU states you should always confirm the working order prior to using it clinically. In the event a device failure was to occur, or the device was thought to be unreliable, the device would not be used, and a backup device would likely be available for immediate use. The account provided pictures of the device. Baxter technical support determined that there were device application errors causing the clamps to broke. Baxter technical support provided the account the part number of the clamps that needs to be replaced to resolve the issue. The account will repair the lithotomy positioner stirrup themselves. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of a yellowfin leg holder collapse were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received an incident notification from bfarm stating that yellowfin leg holder crashed down with the patient's leg during a gynecological operation and fell off the standard rail. There was no patient/user injury, no harm or significant impact to the surgical procedure reported.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Baxter is in the process of inspecting the yellowfin stirrup. There was no allegation of patient or caregiver injury or death reported from this alleged incident. No further information is available on the repair of the leg holder at this time. The investigation is ongoing. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a follow up report and the event will be categorized accordingly.